Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the last y-site (clearlink). The issue was further described as, "leaking from the plastic piece (where larger circle meets the next smaller circle)". This was observed during patient infusion, after about 10ml oxaliplatin was infusing on a pump. The chemotherapy drug was remade to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.